Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. The patient stated they had inaccuracies during the first three days of the sensor session starting on (B)(6) 2021; however, they could not remember any cgm or bg values from that period. On (B)(6) 2021 she had a seizure and passed out and her husband called the paramedics. When the paramedics arrived the cgm was showing 50 mg/dl. They checked a fingerstick bg and their equipment said that the bg was "too low to read." The patient was taken to the hospital and later discharged. She did not provide any information about the medications she was given or how long she was at the hospital. At the time of the report she was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.